Event description:
It was reported a 6f angio-seal sts vascular closure device was used to seal the arteriotomy site post percutaneous cardiac procedure. Difficulties were encountered during deployment, the tensioner mechanism would not release the suture to complete deployment. The angio-seal was unable to be removed. The pt was sent to surgery. The vascular surgeon removed the angio-seal with a small incision. The pt was sent home later in the day.